Event description:
Injured mouth [mouth injury] brush head just broke - oral-b [device breakage] case narrative: female consumer via e-mail stated that the oral-b io toothbrush head broke all of a sudden. No injury was reported. 21-jun-2023 follow up via phone: the consumer reported that she injured her mouth. No serious injury was reported.

Manufacturer narrative:
Complained product will not be not available.